Event description:
A malfunction code, identified as malf 12, was reported by a customer, but no notable events occurred prior to this issue, and there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the device. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any issues arise again.